Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported random beeps on the device, which was observed during evaluation as low audio even when volume was set to high. The cause was determined to be a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed at random times it would sound like it¿s a distorted alarm at times between static and chirping. There was no patient involvement. No additional information is available.